Event description:
Hold ap 2.29.24

Event description:
It was reported that the right atrial lead failed due to the patient receiving a mammogram. The patient was brought to surgery and the right atrial lead was capped (B)(6) 2022 and replaced. The patient was stable.